Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other four perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement with five proglide devices were attempted, three in the right common femoral artery (rcfa) and two in the left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide devices kinked distal to the foot and bleed back could not occur. Two additional proglide devices were used for successful suture placement using the preclose technique in the left common femoral artery (lcfa). The sheath was upsized to 17fr and the tavi procedure was completed. A sheath was placed in the rcfa to achieve hemostasis. Hemostasis was achieved in the lcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.